Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00233 and 3002806535-2022-00234. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: there was an oxford warranty case due to instability and pain. Patient outcome: revision.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: concomitant medical product: unknown oxford tibial component: catalog#ni, lot#ni; unknown oxford bearing: catalog#ni, lot#ni. The likely condition of the devices when they left zimmer biomet is conforming to specification. The reported event has not been confirmed as the products have not been returned for evaluation and the DHR review could not identify any issues. The definitive root cause of the reported event cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.